Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for one day post- implant follow up with the right atrial lead dislodged. The physician made an attempt to re-position the lead, but was unsuccessful. The lead was explanted and replaced. The patient was stable.